Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 106.9 miu/ml. The repeat result on (B)(6) 2015 was >10000 miu/ml with a data flag. It was noted that no quality controls were tested before the sample measurements. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 185430. The expiration date was requested, but was not provided. The investigation could not determine a specific root cause. Additional information for further investigation was requested but was not provided. It was noted the customer was using secondary tubes with an 11 mm diameter. These tubes are not specified for use on the analyzer and may have been the cause of the event due to a pipetting issue.